Event description:
This was a percutaneous coronary intervention conducted in the cardiac catheter lab to treat a 90% lad occlusion. Angiography and fluoroscopy were in use during the case. The md used a jl4 guide catheter, an unknown guide wire and an elca catheter to lase a total of 50mj 40 pulse/sec, 5 sec/16 times. The lad was then checked with angiography and perforation in the mid-lad. The md balloon and stented the area and successfully stopped the acute bleeding. The patient was then place on an iabp and lasing resumed with no further issues. The patient recovered without issue and was discharged home per plan.